Event description:
The early migration of a partially cemented fluted pegged glenoid component using radiostereometric analysis

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It should be noted, it has not been indicated the patient has had a revision. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. A review of the data-set contained in the complaints databases against the product family does not find a trend of this issue. Review of provided primary operative notes could draw no conclusions as they do not provide any observations regarding the performance of the implants or results the patients are experiencing. Review of provided patient x-rays was not able to draw any conclusions due to not knowing the quantity of tantalum beads inserted or where, many of the beads are not clearly visible on the x-rays, and the views from which the x-rays were taken are not consistent enough to allow for an accurate comparison of post-op to follow-up. It should be noted, improper humeral sizing and positioning can load the glenoid component in ways that it was not designed to withstand. The investigation can draw no further conclusions with the information provided. Product problem is not identified. Based on the inability to determine root cause, the need for corrective action has not been indicated.